Event description:
Surgical tech started having pinpoint size and larger size circular water blisters with seeping. She saw a dermatologist twice, has taken steroids, and also had kenalog injections. No testing was done by the dermatologist. Lot #s reported were ts0707275, ts07120505, and ts07090082. She had worn the gloves for a long time before symptoms started approximately 1 1/2 years ago.

Manufacturer narrative:
The complaint and samples were forwarded to the manufacturing facility. A follow up report will be filed when the investigation is completed. Add'l lots # ts07120505 and ts07090082. Expiration dates: sept/dec 2012. Manufacturing dates: sept/dec 2007.